Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited battery alarm failure. The device was replaced. No report of patient injury or harm.

Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The console (aic) was returned for evaluation. Upon evaluation of the console, the reported failure mode was persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. Due to low/ flatlined voltage, battery 1 data is unavailable through ata or bq software. When visually inspecting the batteries and pbm, it was observed that one of the batteries statuses leds were completely blank. Therefore, the root cause of the failure battery was due to a defective battery 1 (decline of individual cell voltage). The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.